Manufacturer narrative:
B5: upon follow up it was reported one day after event onset, the patient was hospitalized for the peritonitis event. The same day the patient began antibiotic treatment, which was discontinued 27 days after starting antibiotic therapy. The patient was recovering from the peritonitis event. Pd therapy was discontinued 28 days after event onset and the patient was switched to hemodialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with amikacin (150mg, intraperitoneal, frequency and duration were not reported) and vancomycin (500mg, intraperitoneal, frequency and duration were not reported) for the event. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.